Event description:
A distributor in greece reported that the adapter for the pocket pc (B)(4) doesn't fit right into their handheld.. The product is being returned for analysis.

Event description:
Additional information was received that the cable had been lost therefore will not be returned for analysis.